Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an alert was triggered due to high impedance on the right atrial (ra) lead. The lead had three separate out of range alerts almost twice the baseline. The lead remains in use and a replacement is planned. No patient complications have been reported as a result of this event.